Event description:
It was reported that there were ¿problems¿ programming the patient. Different settings were tried but the patient only felt stimulation in his buttock and down his leg. The pulse width was changed and the implantable neurostimulator (ins) was ¿pulsating¿ to the point where the reporter ¿thought she saw it moving through the patient¿s clothes¿. Two days later, the pulse width was lowered ¿significantly¿ by the patient¿s healthcare provider (hcp) and the ins was ¿pulsing from the back¿ and the reporter could ¿feel it over her hand¿. The hcp indicated that ¿it was not normal¿ and the patient ¿still had residual from retention¿ and was calling the hcp every day. Two days after the previous adjustment, the patient was seen by a manufacturer¿s representative and an adjustment was made. X-rays were ordered which revealed that the lead had migrated ¿significantly¿. It was noted that the reporter was going to contact the patient to make sure the device was off. Four days later it was reported that the reporter did not know of any malfunctions other than the migration of the lead. The patient was instructed to turn stimulation off. The reporter did not know how the patient was doing. If additional information becomes available, a follow-up report will be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ebsh, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).